Event description:
It was reported that patient presented during follow-up in clinic. Upon interrogation, the patients right ventricular (rv) lead exhibited intermittent and inadequate capture while all other electrical parameters were stable. Rv lead was capped on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented during follow-up in clinic. Upon interrogation, the patients right ventricular(rv) lead exhibited intermittent and inadequate capture while all other electrical parameters were stable. Rv lead replacement was suggested but no intervention has been performed. The patient was stable.